Manufacturer narrative:
Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Event description:
An endeavor resolute drug eluting stent was being used. The stent was implanted successfully. Post stent implant the physician observed that the proximal to middle of the lesion was not covered by the stent and this was confirmed under ivus. The physician suspected the stent was fractured and implanted one more stent to cover the lesion. There are no patient complications.

Manufacturer narrative:
Additional information: the endeavor resolute stent was being used to treat a lesion in the right coronary orifice . The lesion exhibited 85% stenosis , slight tortuosity and calcification. Lesion was pre-dilated . There were no issues noted during stent deployment. The balloon/delivery system did not snag on the deployed stent. The patient's current status is good. If information is provided in the future, a supplemental report will be issued.